Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board was reseated, the ps1 power supply voltage was adjusted and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not boot up. There is no report of patient injury.